Event description:
It was reported by repair work order that the patient left and right side rail was not latching in the upright position due to broken white spindle spacers in the latch spindle subassemblies. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.